Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was serviced at customer site. The customer reported complaint was confirmed during initial functional testing. The defective airtrap sensor board was replaced to remedy the issue. The final functional test was performed and the system passed functional testing and it verified that the system met all the manufacturing specifications. No anomalies were observed. The event log review was performed and no discrepancies were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
During set up, the customer stated the air trap will not clear from the "check the following" screen. Another system was used to initiate an intravascular temperature management therapy. No known patient consequences were reported.